Event description:
Caller reports back to back results of 433 mg/dl, 309 mg/dl and 89 mg/dl while using the inform system. Caller reports l1 quality control was run and out of range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.